Event description:
It was reported that the patient underwent a posterolateral lumbar fusion at l4-5, l5-s1 using rhbmp-2/acs. It was also reported that on (B)(6) 2008 the patient underwent an anterior cervical fusion at c3-4, c4-5 using rhbmp-2/acs. Following the surgeries, the patient had significant pain in the area of the fusion surgeries and extremities. The patient underwent additional imaging that showed the patient had developed boney overgrowth. The patient reportedly has received significant medical treatment to care for the injuries caused by the original fusion surgeries. The patient reportedly has never recovered from the surgeries, and continues to suffer from daily, disabling pain that prevents the patient from performing many basic activities of daily living.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2007 the patient underwent: posterior lumbar interbody fusion, l4-5, l5-s1; posterolateral fusion, l4-5, l5-s1; posterior segmental instrumentation, l4-5, l5-s1; implantation of peek spacer, l4-5, l5-s1; bone morphgenic protein/hydroxyapatite to posterolateral gutters, l4-5, l5-s1; lumbar laminectomy l4-5 with discectomy at l4-5, l5-s1. Preoperative diagnosis: recurrent disc herniation; spinal stenosis; foraminal stenosis. Per-op notes: ¿the recurrent disc material was removed, as well as a discectomy performed at the adjacent level, which was l4-5. Then it was reamed and sized, and a 10mm peek spacer was placed after being packed with bone morphogenic protein at the lower level and at the upper level a 12mm cage was placed.¿

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.